Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that their insulin pump had blank display. The customer¿s blood glucose was unknown at the time of incident. Customer's father reported that the insulin had no delivery alarm. Customer's father reported that the alarm did not occur during manual prime. Customer's father reported that a couple of weeks ago, the insulin pump shut off and it would not turn back on. The insulin pump will not be returned for analysis.